Manufacturer narrative:
Pump error 53 alarm found in the pump history due to software error. Pump error 63 alarm (variableinfo=3) confirmed in the pump history and during self test due broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm and pump error alarm. The customer stated they performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.